Event description:
A male pt with a history of serious pulmonary disease, renal disease, cerebrovascular disease, hyperpiesia and diabetes, underwent aaa repair in 2007. The pt's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Confirmatory angiography revealed a proximal type I endoleak after the stent grafts were placed. Another MFR's stent was placed at the proximal site of the main body. Final angiography revealed the proximal type I endoleak was resolved. The following month, there was no endoleak observed at the time of hosp discharge. The pt did not visit the hosp for the six months f/u. The pt has shown recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. Sizing requirements. A definitive root cause cannot be reported at this time. It is unk why cook medical was notified in july, 2009 when the incident occurred in 2007. We will continue to monitor for similar incidents.